Event description:
It was reported that the patient experienced persistent hyperglycemia after a bent infusion site and subsequent site change, with further troubleshooting revealing a leaking insulin cartridge that the patient had been reusing; replacements were provided and education on not refilling or reusing cartridges was given. Symptoms included elevated blood glucose up to 425 mg/dl over approximately seven hours. Outcomes included use of backup subcutaneous insulin via pen and home ketone monitoring without need for medical intervention. Investigation included customer interview, troubleshooting, and review of returned hardware. Investigation of this case revealed leakage associated with a refilled cartridge and user practice of reusing cartridges. It was concluded that the event was related to user handling and refilling of the cartridge rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.